Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had decreasing and low impedance. It was also reported that there was high threshold noted on the lead and unipolar impedance was higher than bipolar impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.